Manufacturer narrative:
Updated lot number and follow up evaluation.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to dislocation subluxation. (B)(4).